Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. It was alleged that the battery cap had stripped threads and was unable to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The complaint reported a stripped battery cap, however, the cap was not returned with the pump. A test battery cap was used for all investigation test steps; the test battery cap was able to fit securely to maintain an electrical connection. The pump powered on the test cap and the pump was exercised for 12 hours with no power interruptions occurring. The complaint of intermittent power was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.